Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during cycle 4. The patient's ultrafiltration (uf) reading was 2287 ml, indicating the home patient (hp) drained 2287 ml more than their programmed fill volume of 2200 ml. This information gave a total drain volume of 4487 ml, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv identified via device log review was determined to be insufficient drain, use error, tidal ultrafiltration (uf) removal set too low. Due to the cracked door piston, temperature verification and accuracy confirmation testing were unable to be performed. Therefore, it is unknown whether the device met specifications relative to the iipvs found in the returned customer device logs. This issue is being investigated through CAPA. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.